Event description:
It was reported that the customer experienced issues with sensor glucose (sg) versus blood glucose (bg), including change sensor/bad sensor alerts, a bent sensor, and calibration errors or calibrations not being accepted. The customer reported no adverse events. The event involved product mmt-7020a. The customer received a change sensor alert, and possible causes were explained. The customer was unable to perform a transmitter test, or the test passed. They were advised to try another sensor. The customer reported sg and bg values were outside the acceptable range, and it was explained that the sensor may no longer have been responding to glucose changes. Common contributing factors like insertion, site location, taping, and timing of bg entries were explained. Additionally, the customer reported a bent sensor (not a slight bend or curve). No harm requiring medical intervention was reported. A product return was requested for mmt-7020a, and the customer indicated that the device will be returned.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. On 07-jul-2024 customer alleged received change sensor/bad sensor alarm and sensor flex bent following our receipt of the one returned used sensor and performed visual inspection. Checked for physical damage and none was found (under naked eye). No bent sensor flex was observed. Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to low readings place sensor under microscope and found delamination at counter electrode and contact pad damage. See attached file for details. In summary, the customer complaint of change sensor/bad sensor alarm was confirmed. Sensor failed for low readings, place sensor under microscope and found sensor damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.